Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
"It was reported that the cutting block broke. It was reported that the doctor had completed making his cuts and was hammering the block into place when a peg broke off the block."